Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was confirmed by failure analysis. The instrument failed the clip test, due to misapplication of the clip. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that the medium-large clip applier was not working. There were no reports of patient injury.